Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, fistulae, bleeding and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that patient underwent novasure endometrial ablation and dilatation and curettage on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/09/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced pain, infections, urinary problems, bleeding and dyspareunia. (B)(4).